Event description:
It was reported that the patient experienced a surgical procedure to revise a inflatable penile prosthesis(ipp) due to the device not inflating. No patient complications were reported.